Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer reports that all levels of control samples are generating dashes instead of values on the cell-dyn emerald analyzer despite numerous trouble shooting procedures attempted to resolve the issue. The customer ran one patient sample and no results were generated with no error messages or flags. The lab director also reported that incorrect results were reported the previous day. Hemoglobin (6.4 g/dl) and hematocrit (13.7%) results did not match the istat hemoglobin (13.9 g/dl) and hematocrit (41.0%) results. The patient was sent to the hospital emergency department (ed). A new sample taken there and test matched the istat results (ed results not available). The (B)(6) patient was diagnosed with mononucleosis, anemia and pancytopenia. A service call was initiated. There is no further impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the cell-dyn emerald analyzer. The fse found a broken clip in the sample syringe, which would result in an incomplete sample aspiration. The fse replaced the sample piston. Subsequent instrument operations and test results were acceptable. There were no returns from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends or complaint activity in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald operator manual contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists.